Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the explant is unknown, there has been no allegation of product malfunction or deficiency. The root cause of this event remains indeterminable with the available information. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards mechanical valve was explanted after unknown implant duration due to unknown reasons. Replacement device is unknown. No additional details provided.

Manufacturer narrative:
Minimal information has been provided by the healthcare provider regarding this event. The root cause of the explant cannot be conclusively determined with the available information. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Medical records were received from the healthcare provider. It was learned that this mechanical valve was explanted after an implant duration of approximately 17 years due to mitral stenosis and regurgitation. The device was replaced in 2003. No other details provided.